Event description:
Back left wheel of the bariatric shower chair fell off causing patient to fall backwards striking head to the floor. Patient was in a supine position still in the chair, back of head was on the floor, wheel of shower chair was under left hip. Due to mechanism of injury and anticoagulation therapy, patient was immediately transferred to the emergency room for evaluation. Patient was transported via ambulance staff. Patient was then transferred to (B)(6) hospital for higher level care. Patient was in the shower chair, left rear wheel fell off unexpectedly. Chair was immediately taken out of service and will not be put back into service.